Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and defibrillation cycling testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "pace defib device failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.